Event description:
Pt admitted to ed with complaints of previous femoral oncological prosthesis in 1988. Pt states they took a wrong step and leg collapsed. X-ray of right leg shows a disengagment of the femoral component of the prosthesis.